Event description:
It was reported that during an arthroscopic procedure the physician was utilizing a speedstitch suturing device, speedstitch needle cassette, and eight speedstitch suture cartridges. While attempting to pass the suture, the cartridge would not lock in place and kept coming off the speedstitch handle. This happened with eight suture cartridges. The procedure was completed by using a competitors product. The reported incident caused a surgical delay of 40 minutes. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available. Reference manufactures report(s): 3006524618-2012-00501, 00502, 00503, 00504, 00505, 00506, 00507, 00508, 00510.